Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result was 0.69 ng/ml. The result was reported out of the lab. The customer retested the pt sample for accu tni and the result was 0.08 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.